Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent low glucose events while using a g7 cgm, adjusted behaviors to avoid hypoglycemia by underusing the system and stopping meal announcements, and inquired about performing a factory reset; clinical staff advised a soft reset and additional training, and the user temporarily reverted to long-acting multiple daily injections with subsequent guidance to reconnect after a waiting period. Symptoms included hypoglycemia with overcorrection of lows and reduced time in range at 45 percent. Outcomes included the need for user education, temporary discontinuation of pump therapy, and scheduling of additional training. Investigation included clinical review of pump use patterns, review of glucose control and meal announcement practices, and consultation by a clinical diabetes specialist. Investigation of this case revealed user technique issues, including nonannouncement of meals and aggressive correction of low glucose, which affected automated insulin dosing. It was concluded that the event was attributable to use error and behavioral adaptation rather than a device malfunction, with recommendations for soft reset, adherence to training, appropriate hypoglycemia treatment, and resumption of standard ilet operation under guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.